Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 6.5fr peel-apart sheath and vessel dilator were received for evaluation. Visual, microscopic and functional evaluations were performed. The distal tip of the vessel dilator was noted to be deformed. Bunching was noted on the distal end of the peel-apart sheath. Therefore, the investigation is unconfirmed for the reported material integrity issue as the specific damage such as deformation due to compressive stress issue was identified during the investigation. However, the investigation is inconclusive for the reported difficult to insert issue as the exact circumstance at the time of the event reported was unknown. A definitive root cause could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 12/2023), g3. H11: h6 (device, method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the guidewire was allegedly unable to be inserted through the sheath. It was further reported that the tip of the sheath was allegedly found to be damaged and the shape of the sheath tip seemed to be abnormal. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 12/2023).

Event description:
It was reported that during a port placement procedure, the guidewire was allegedly unable to be inserted through the sheath. It was further reported that the tip of the sheath was allegedly found to be damaged and the shape of the sheath tip seemed to be abnormal. There was no reported patient injury.